Event description:
The customer alleges that, when she inserted a strip, the display immediately showed lo and when she took the strip out and reinserted it, the display and device worked correctly and she performed her bg test. Acc verified the lo in memory. The customer states, she ran controls a few days earlier and they were in range. The customer ran controls with the acc rep and both controls were in range. No report of treatment or action based upon suspect results. Return requested and replacement was sent.